Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc on the left, and unknown saline breast implant on the right which bilaterally has issue with capsular contracture baker grade 4 and ptosis grade 2. Patient reported pain in both breasts when she lifts her arms or when she lays flat on stomach, hardness on the lower portion of the breast, and soreness and tenderness bilaterally. On (B)(6) 2019 primary care physician stated bilateral capsular contracture and recommended consult with plastic surgeon . At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.